Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing resulting in pacing inhibition. It was also noted that the ICD exhibited far r-wave over-sensing resulting in inappropriate mode switch. Programming changes were made. The patient was stable.